Event description:
It was reported that, during a tha surgery, the threaded tip of one (1) stem impactor rod broke. The procedure was resumed, without any delay, with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4).